Event description:
Caller reports being unable to test a patient on the coaguchek xs meter due to the sample not being detected. Caller states the patient's blood appeared thin and she had aspiration pneumonia, therefore paramedics were called. Caller reports the patient was admitted to the hospital, but caller was unable to specify what medical treatment was given. Requested return of suspect device and replacement was sent.